Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type/name is as follows: medical device type: fmi. Common device name: hypodermic single lumen needle. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during collection with 2 bd vacutainer® push button blood collection set with pre-attached holder there was insufficient blood flow and clotting occurred. Patients were re-punctured. The following information was provided by the initial reporter, translated from german to english: when blood is collected from children using 368658 cannulas, it flows so slowly through the cannula that the blood clots in the cannula during blood collection and children must be punctured a second time to fill the tube.

Manufacturer narrative:
The following fields have been updated with additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 20-jan-2023. H6: investigation summary: bd received 1 photo and 5 samples from the customer in support of this complaint. The photo shows tubes, but does not show the reported device or defect. Additionally, the 5 customer samples were subjected to a draw test with tube to check for proper function of the device. All samples passed testing exhibiting no signs of insufficient flow. Bd is unable to confirm the customer¿s reported failure mode of insufficient blood flow based on the customer photo and sample analysis. Furthermore, 10 retain samples from the bd inventory were subjected to functional testing and none of the samples showed evidence of insufficient blood flow in the device. Bd is unable to confirm the customer reported failure mode of insufficient blood flow based on retain sample testing analysis. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Bd is unable to determine a root cause for the reported issue. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during collection with 2 bd vacutainer® push button blood collection set with pre-attached holder there was insufficient blood flow and clotting occurred. Patients were re-punctured. The following information was provided by the initial reporter, translated from german to english: when blood is collected from children using 368658 cannulas, it flows so slowly through the cannula that the blood clots in the cannula during blood collection and children must be punctured a second time to fill the tube.